Event description:
It was reported that the device experienced error code 200.5040. There was no reported patient involvement.

Manufacturer narrative:
Corrected g5.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 07/29/2013 to 08/31/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device experienced error code 200.5040. There was no reported patient involvement.